Event description:
I wear a dexcom g6 continuous glucose monitor. I rely on the data from the monitor to prevent low blood glucose values. I know the monitor is also approved for bolusing but try not to use it for that. I have had repeated issues with inaccurate data values on multiple dexcom sensors where it has not detected that I am going low (e.g., it has stated I am at 100 when I was at 50 mg/dl). I have changed the sensor due to inaccuracy issues repeatedly. To get one sensor that produces 10 days of wear, it usually takes me trying 4-5 sensors that are very inaccurate or have issues with bleeding. I have reported all issues to dexcom and have been retrained by my diabetes educator through my endocrinologist office. None of this has worked. When I wore the dexcom g5, it was consistent and accurate. I am disappointed in the dexcom g6 product and am finding the continued inaccuracies dangerous. FDA safety report ID# (B)(4).